Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) omitted tones. Technical services (ts) referred this patient to their physician. Additional information is being requested by the field. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.